Event description:
Hcp reported that in 2002, the pt presented very spastic and the pump was found to have 15ml of drug in the reservoir instead of the expected 1.5ml. The following mo, the pt came for a refill, and the pump was emptied of 18ml of baclofen instead of the expected 11.4ml. 2 wks later, "pump seems to work." In 2003, the pt was once again very spastic and the reservoir was found to have 15ml of drug remaining instead of the expected 4ml. 2 months later, the pump was removed and replaced with the catheter still in place. "Everything is ok since then."